Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Correction: the device meets or exceeds 75% expected longevity. This device is no longer reportable.

Event description:
Additional information indicates the device meets or exceeds 75% expected longevity. This device is no longer reportable.